Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Deflation: observed an opening on radius assessed as surgical damage. Additional observations: crease fold and wear abrasion observed on the device. White calcification observed outside the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a right-side implant exchange with no complaint against the device. Healthcare professional reported, implant exchange from textured to smooth. Including a rupture. Device remains implanted.